Event description:
It was reported that the patient was going in for surgery because he had an infection that was detected on the day of the report. However, if the implantable neurostimulator (ins) was turned off he would go into a dystonic storm, so they were thinking about different options. One option they were considering was just placing the ins into contact with betadine and saline and rinsing out the pocket without explanting. It was later reported that perioperative antibiotics were administered and the patient did not have meningitis. The signs and symptoms of the infection were the ins site. They decided to washout the wound and the extension and ins were replaced. The patient outcome was unknown.

Manufacturer narrative:
Concomitant product: product ID 3389s-40, lot # va0gds4, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37642, serial # (B)(4); product type programmer, patient, product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0gds4, implanted: (B)(6) 2014, product type lead. (B)(4).